Event description:
It was reported a patient was on the cot as it was being unloaded from the ambulance. Reportedly, the pt leaned against the siderail. Allegedly, the siderail broke and the patient fell. It was reported that the chest restraint straps were not used. It was reported that the patient passed away, but neither the cause of death nor its relationship to the use of the product has been disclosed.

Manufacturer narrative:
According to the operations manual, the chest restraint strap must be utilized during patient transport. In this case, the patient was not properly restrained. The siderails are intended to increase patient comfort and are not to be used as the primary patient restraint.